Event description:
Olympus was informed that the extraction balloons "popped" inside the pts during multiple procedures. There were no pt injuries reported. Olympus followed-up with the user facility to obtain add'l info regarding this report. The user facility reported that one of the referenced balloons burst into fragment during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure where the fragment was retrieved.

Manufacturer narrative:
The subject device of this report has not yet been returned to olympus for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. OEM reviewed the device history records and found no abnormality.